Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Upon visual inspection, the nurse call receptacle has been damaged as it has cracks on the opening. The unit appears to have been opened, as two of the enclosure screws on one side are undone. The hold/suspend button and battery door are missing. When the nurse call cable is inserted, it is loose inside or does not have a tight fit to secure the cable header. As a result, the nurse call feature cannot be put into use. Voice only and mute mode tests cannot be performed since these features require a working nurse call receptacle. The damage could have been caused when the unit was in use with a nurse call cable, and the cable was being stretched such as being caught in a bed mechanism or other heavy equipment causing the nurse call receptacle to be damaged. Additionally, the hold/suspend button is missing; as a result, the hold and suspend mode tests could not be performed. The unit passed all other functional testing. The failure mode of missing hold/suspend button is a known issue. By confirming the first 4 digits of the serial number, the returned unit was manufactured before corrective action was implemented. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).

Manufacturer narrative:
The unit is expected, but has not yet been returned. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including faulty or damaged components. Many of the problems are either damage to the nurse call receptacle and faulty nurse call relay. Damage can cause the pins inside the nurse call receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage, are also a possibility. Being that the unit is over five years old, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4). Device expected, but not yet received.

Event description:
Customer reported via phone call that they have 2 alarms that nurse call jack is not working. Customer stated there was no sign of physical damage. Went through troubleshooting questions and customer still advised alarms were not working properly. Saved troubleshooting form in appropriate folder. No gtin available. This report is for unit 1 of 2.